Event description:
Rn inserting needle into pt's vein and he yelled out in pain as it was retracted she noticed 1/4 of the catheter was detached from needle. Re-inserted with new 20 gauge needle with no difficulty, no adverse effects to pt.